Event description:
Reported by the complainant as follows: tab used to remove cap off feeding tube breaks off after 3 - 4 uses. Staff concerned baby could inhale if the broken piece was lost in the bedding and when tab breaks off the dg tube needs ot be replaced, creating further concern for unnecessary trauma for the baby.

Manufacturer narrative:
This case is deemed a serious malfunction because a feeding tube whose cap has fallen off may leak and may not deliver the prescribed nutritional requirements to the pt and would require replacement, necessitating re-insertion. Nasally re-intubating a neonate exposes the pt to the risk for serious procedural complications like perforation. Also. Pts may require repeated x-rays to confirm the tube placement. No samples have been received within a 30 day period and therefore the investigation has been conducted based on history records. History batch records were reviewed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. Reported to the FDA on 03/20/2013.